Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 5-dec-2016, an fse emailed the customer and recommended to replace sampler arm assembly since the unit was approximately 12 years old and probably had worn bushings causing the intermittent errors. The customer indicated that because the analyzer was so old they plan to replace it without fixing it. No further activities were performed. A review of complaint history for the next four (4) months after this ticket was opened did not identify any further assistance requested by the customer regarding this event, therefore, no further action required by field service. The most probable cause of the reported event was unknown.

Event description:
On (B)(6) 2016, a customer reported to the distributor obtaining error 4019: specimen z-axis home not found intermittently with their aia-360 analyzer. The customer was unable to run prolactin, fsh, e2, and progesterone patient samples. A field service engineer (fse) from the distributor was dispatched to address the reported event, which resulted in delayed reporting of prolactin, fsh, e2, and progesterone patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.